Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Patient: surgical delay.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.